Manufacturer narrative:
Concomitant medical products: product ID :8780, serial# (B)(4), implanted: (B)(6) 2013 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 1.7 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the nurse practitioner refilled the patient¿s pump today. He had a 20 ml pump and she got back 17 ml. The patient had not reported any withdrawal symptoms and no falls were reported. The plan was to get a possible (B)(6) study for the patient or refer the patient to the physician to fix the catheter. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.